Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and frequently required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Customer attempted troubleshooting with technical support, including confirming proper button usage and removing the pump from its case, but the difficulty persisted. Technical support arranged for the replacement of the pump, and the caller was instructed to return the problematic pump with a pre-paid label.